Manufacturer narrative:
B5: correction: the patient line of the cassette disconnected during treatment causing a leak (omitted on initial). H10: the device was received for evaluation. A visual inspection with the naked eye was performed which observed the patient line was detached from the adapter. The sample was received without the patient line and there was no solvent residue on the adapter. A functional under water pressure test was performed and no leak was observed in the other components of the sample. Based on the sample evaluation, the reported condition was verified. The cause of the condition was determined to be a manufacturing assembly issue due to a lack of solvent application on the tubing before it was inserted into the tubing adapter during the manual assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with the patient line of a homechoice low recirculation volume apd set and transfer set which resulted in a leak. The connection issue was further described as, ¿patient connector joints in cassettes are detached and have been found to be detached during machine use¿. This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.